Event description:
It was reported to philips that the paddles do not pass the resistance test.

Manufacturer narrative:
The customer worked, with the technical support representative. The customer needs paddles, since the paddles do not pass testing. The device is under warranty. Upon conclusion of the evaluation. It was determined, that the paddles require replacement. The paddle being sent to customer, for their installation. No further action is required at this time.